Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization for in-stent restenosis. The patient presented on 3 days prior to the index with a one-month history of chest pain with exertion and the patient was referred for cardiac catheterization. The index procedure treated a lesion in the saphenous vein graft left internal mammary artery to left anterior descending artery (svg lima to lad). The lesion was 3 mm wide, 15 mm long and 90% stenosed. The physician direct stented the lesion with a 3.0 x 28 mm taxus express2 stent, with 0% residual stenosis. There were no reported complications, and the patient was discharged one day later on aspirin and plavix. On day 328, the patient was admitted due to an abnormal stress test. Treatment that day consisted of pre-dilatation, and placement of another manufacturers 2.75 x 33 mm drug eluting stent. Residual stenosis was 0% with "excellent distal flow". The patient was discharged one day later. Discharge medications were not listed. In the opinion of the physician, there was a probable relationship between the tvr and the stent.

Manufacturer narrative:
The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause cannot be determined.